Manufacturer narrative:
Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available date of event:unknown, the information was not provided. Give date: n/a (not applicable). There is no indication that the intraocular lens was implanted. If explanted, give date: n/a (not applicable). There is no indication that the intraocular lens was implanted. Therefore, lens was not explanted. (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The account reported deteriorated/defective lens. No further information was provided.